Event description:
The patient sent an email that patient is having a problem with 3 to 4 v-go devices pop up after hours of application. The patient also wrote "sometimes I can pop the needle back in".